Event description:
The facility's clinical engineering dept reported an infusion pump with an "intermittent 812:02 failure code". Info was not provided regarding whether or not the failure code occurred during pt use. The hospital rep stated they have no record of any pt incident involving the pump since the last baxter service event.